Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the left hand film guide was high. The cse lowered the film guide using the gauge to correct the height. The cse also found that the cuvette windows were dirty. The cse cleaned the windows and verified integrity of drains and waste tubing and checked the reagent tray lid. The cse ran precision testing and quality controls, which were acceptable. A siemens headquarters support center specialist reviewed the event data and service report and concluded that the potential cause of the discordant result was due to an alignment issue with the cuvette film guide impacting the cuvette film height that resulted in wicking between cuvettes and dirty cuvette windows. The issue was resolved during a service visit with re-alignment of the film guide and cleaning of the cuvette windows. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low creatinine (cre2) result was obtained on one patient sample on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low cre2 result.